Manufacturer narrative:
UDI: (B)(4). No conclusion code available; failure event observed during analysis. Final analysis found a tear at the edge of the crimp slug on the area between the ring electrode and the shock coil.

Event description:
This report is to advise of an event observed during analysis.